Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of a 23 mm sapien 3 ultra resilia valve, implanted in the aortic position by transfemoral approach. The patient's iliac vessels were stenotic due to calcification, and tortuosity was present. The femoral artery diameter was measured at 6 mm, while the minimum iliac vessel diameter was not known. The operator was able to insert the esheath+ (angle of insertion around 45 degrees) and resistance was encountered when attempting to advance the commander delivery system through the esheath+. The devices were removed as a single unit without difficulties and it was observed a small tear in the shaft and an additional liner tear in the esheath+. As per medical opinion, it is unknown if this damaged to the esheath+ were caused due to vessel anatomy or some external compression. A second attempt was made through the same left transfemoral access after pre-dilation with a 18 f dilator and placement of a new sheath, but similar resistance occurred at the iliac level and the devices were removed also without difficulties. No vascular injury or other patient injury occurred and the patient remained stable. The procedure was abandoned. As per the provided imagery, a sheath shaft puncture and torn liner was observed.